Event description:
Determined to be reportable based on analysis completed on 08/08/2007. It was initially reported on the quarter 2, 2007 annual summary report that during a percutaneous transluminal angioplasty, an ultra-thin diamond balloon ruptured and average tortuosity. The target lesion had 90% stenosis and was calcified. After the guidewire crossed the lesion, the balloon of this product was inflated at 15 atmospheres on the first inflation. On the second inflation, the balloon was ruptured at 15 atmospheres. There were no patient complications or injuries reported. Procedure was completed with another of the same device. Patient status is listed as good. Device analysis indicates there was a circumferential tear.

Manufacturer narrative:
Initial examination of the device found that the balloon was deflated. The unit was attached to an encore inflation device and an attempt was made to inflate to its rated burst pressure however a partial circumferential tear was visible in the balloon material approximately 4mm proximal to the proximal edge of the distal markerband. It is noted in the complaint description that the customer did not over inflate the balloon. The rated burst pressure for this product is 15 atmospheres. A review of the manufacturing record for this batch found that there were non-conformance reports or any other documentation raised against this batch for any of the above issues, indicating that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the difficulties experienced during the procedure could not be determined.